Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it was disposed of; therefore a return sample evaluation is unable to be performed. Sepsis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018 the patient was hospitalized due to a perforation of the stomach with sepsis. On (B)(6) 2018 the patient died. There is no information available regarding the treatment and medical measures provided.